Event description:
Patient representative reported left side "patient with chest pain." Patient representative further reported patient experienced "significant health damage and impairments, breast pain, feeling of pressure, overall discomfort, suspected rupture of one or both devices and possible breast implant illness (bii)." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "patient with chest pain."